Event description:
During service of the ventilator, an occurrence of a gas supplies lost: safety valve open alarm was observed in the ventilator log history. There was no such event reported by the customer, and there was no reported patient harm or involvement. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The loss of o2 gas supply was not duplicated during service. The service technician reported a loose cable on the blower motor controller pcb board. The cable was reconnected and the problem resolved.

Manufacturer narrative:
Loose cable connection.